Event description:
The customer reported that the insulin pump buttons were scrolling up, got stuck and alarmed motor error. Customer stated removed and put back in the battery and got battery error message and keypad unresponsive. Customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the device had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report 2032227-2014-60412.